Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that during dilatation in the proximal left anterior descending artery, an attempt was made to inflate the voyager balloon dilatation catheter using an unspecified inflation device; however, difficulty was experienced inflating the balloon and blood came back into the inflation device. The device was removed and another attempt was made to dilate the vessel using a second voyager balloon dilatation catheter; however, the same occurred. The site reported that both balloons were ruptured, but the ruptures may have been caused by the inflation device. Reportedly, the inflation gauge was not working; therefore, the inflation pressure could not be determined. There was no adverse pt effect. Though requested, additional info was not provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for eval. It has not yet been received. The 2.0x20mm voyager (part 1011392-20, lot 0060261).